Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, there was a tear in the uterus. A general surgeon was consulted for a bowel burn, however, none was found. The uterus was repaired by suturing. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.